Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserted the foley catheter, sterile water would not enter and when the health professional removed the catheter and then injected sterile water, the balloon would not deflate, making it difficult to drain the fluid. Please investigate.